Event description:
Cormet revision after 4 years 8 months.

Manufacturer narrative:
(B)(4) initial report. Device details, pt medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device mfg records to be reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However. This event occurred outside of the USA. .